Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis procedure. The procedure was completed by switching the video to another monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the ER monitor was not working. A review of the system logfiles did not show any issues related to the monitor. Upon troubleshooting actions, fse verified 220v ac video which was ok and tried with another video source to monitor which identified that the ER monitor was defective. Fse replaced the ER monitor. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system exam room monitor fails to display. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced mcs monitor which resolved the issue. The device was returned to use in good working order.